Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ blurry vision, excessive thirst, frequent urination and lethargy. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for no responsive-dead meter. Customer is using the professional version, a meter that is intended for facility use. During the call the customer reported symptoms of blurry vision, excessive thirst, frequent urination and lethargy; medical attention was not needed at the time. Customer stated she had obtained the truemetrix pro meter (B)(6) 2020 and the battery had never been changed. The battery is correct for the meter and was in the correct orientation. During the call the truemetrix pro meter did not power on using the power button or when a test strip was inserted. Customer was sent a regular meter as replacement.